Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented in clinic for follow up. Upon interrogation, it was noted that implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No intervention was performed. There were no patient consequences.

Event description:
New information received notes the implantable cardioverter defibrillator was reprogrammed. The patient condition was stable.